Event description:
It was reported that the customer passed away. The cause of death was blunt trauma to the head resulting from a car accident. The customer may have also suffered a heart attack. The customer's last known blood glucose reading was 64 mg/dl. It is not known if the customer treated for the low blood glucose reading. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.